Manufacturer narrative:
(B)(4). As reported, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the ivc filter and inability to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient has anxiety and fear that the filter will kill him. During the implant procedure, the trapease was successfully deployed below the level of the renal veins at l3/l4. Medical records received show no known attempt has been made to retrieve the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion of the device do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the ivc filter and inability to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient has anxiety and fear that the filter will kill him. During the implant procedure, the trapease was successfully deployed below the level of the renal veins at l3/l4. Medical records received show no known attempt has been made to retrieve the filter.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc) filter, the filter has perforated the ivc and cannot be retrieved. The patient also reports unable to walk short distances, heart problems and fear of death from the filter. The patient was admitted for filter placement after excision of colorectal adenocarcinoma, status post chemo therapy and radiation therapy. Medical history includes deep vein thrombosis (dvt) of the right leg, hypertension, hyperlipidemia, type ii diabetes, coronary atherosclerosis with stent, tia/stroke with occlusion of the carotid arteries. Surgical history includes left knee with plate placement, right ankle fusion, open reduction and internal fixation (orif) of the left shoulder, angioplasty with stents, left hand orif, colon resection with colostomy. The indication for filter placement was dvt. The trapease inferior vena cava filter was deployed below the level the renal veins at l3/l4 level, there were no reported complications. Approximately two weeks post implant the patient was admitted for syncope, dehydration and renal insufficiency. A computed tomography (CT) scan of the abdomen revealed the patient is status post distal colorectal resection surgery and creation of a left lower quadrant colostomy. There is no evidence of bowel obstruction or any discrete collection. Distention of the gallbladder is noted, small non-obstructing right renal calculus, and an intrarenal ivc filter. A CT -guided gallbladder drainage catheter placement was done, drainage yielding approximately 100 cc black bile. Specimens were sent. A venous ultrasound of the left le was done, revealing venous thrombosis from a left common femoral through popliteal veins. Approximately a month post implant, the patient presented to the hospital with the cholecystostomy tube. The patient complained of upper right abdominal pain. The patient had an uneventful replacement of a gallbladder drainage catheter yielding 50 cc bile. In addition, an additional 100 cc bile around the liver was evacuated. Approximately a month and twenty-three days post implant, a venous ultrasound of the legs was done, revealing an infrarenal ivc filter. Thrombus was seen in the common iliac veins. The patient was sent to the emergency room and thrombolysis with tissue plasminogen activator (tpa) was given. Additionally, a left subclavian mediport was placed. Four years and two months post implant a CT of the abdomen was reviewed by an outside physician. The impression is as follows; infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described. The original function of this ivc filter is permanent and therefore, cannot be removed by a percutaneous approach. Thrombosed pelvic venous system and ivc inferior to ivc filter as described. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter and venous system below the filter does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Perforation was also reported; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without imaging available for review the reported perforation of the ivc could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, occlusion of the ivc filter and inability to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient has anxiety and fear that the filter will kill him. During the implant procedure, the trapease was successfully deployed below the level of the renal veins at l3/l4. Medical records received show no known attempt has been made to retrieve the filter. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and one-month post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved; however, there was no retrieval attempt details provided. The patient also reports blood clots, heart problems and not being able to walk short distances, in addition to fear. Per the medical records received, the patient¿s past medical history includes deep vein thrombosis (dvt) of the right leg, hypertension, hyperlipidemia, type ii diabetes, coronary atherosclerosis with stent, tia/stroke with occlusion of the carotid arteries. The patient¿s surgical history includes left knee with plate placement, right ankle fusion, orif left shoulder, angioplasty with stents, left hand orif, colon resection with colostomy. The indication for filter placement was deep vein thrombosis (dvt). The trapease inferior vena cava filter was deployed below the level the renal veins at l3/l4 level; there were no reported complications.